Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote transmission alert showed the left ventricular (lv) automatic threshold detected as greater than the programmed amplitude or suspended. The presenting electrogram shows lv loss of capture with measurement changes observed on lead trends. Further lead assessment was recommended. This lead remains implanted and in service with no adverse patient effects reported.